Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: unknown tibia catalog #: unknown, lot #: unknown. Persona articular surface medial congruent (mc), catalog #: 42512100913, lot #: 64625108. G2: australia. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure nine months post implantation due to pain, swelling, range of motion and patella maltracking. Surgeon believes tibial rotation was not set correctly causing internal rotation with flexion and extension and this is causing the patella to sublux. Additionally, when the patient flexed the knee, the patella would temporarily dislocate causing the patient pain and discomfort. When patient extended the knee the patella would relocate, also with pain. Attempts to obtain additional information have been made; however, no more is available.